Event description:
Pt reports stimulator is working, but is experiencing a great deal of pocket site pain. Pt elected for ipg system explant. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.